Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the jaws appear to sever the vessels when placing clips. No additional information is available at this time. No device will be returned.